Manufacturer narrative:
(B)(4).

Event description:
We were notified that this lv lead was explanted and replaced because it was found dislodged the day after implant.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.